Event description:
Consumer reports getting much higher readings on spouse's paradigm link monitor than other moniter (competive). Spouse felt that they were low and tested on other monitor, felt faint, called the emt who administered glucagon. Analysis run on clark error grid using competitive readings (35) vs. Bd readings (536) yielded data point in the "e" range of the grid-outside acceptable range.